Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal prematurely deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance record in the lot history. Internal file number - (B)(4).